Manufacturer narrative:
Investigation: the investigation was carried our visually. The dust in question is not available for investigation, only pictures were provided. The single use paper filter and filter holders are used, but no damages can be found. The container bottoms and lids are also in a used condition, several scratches on the surface, but no significant damages can be found. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the provided products are all in a good condition, thus we exclude a material or manufacturing related error. Furthermore it is very unlikely that such a large amount of dust can get into a properly working container system. It is conceivable that such an amount of impurities can get into a container if the user has forgotten to install a paper filter before the sterilization process. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It has been reported that fluff (dark in color) was found inside the containers that have been sterilized. Components in use listed as concomitant devices are: jk020 / extra long mini container lid anodized. Jn021 / extra long mini container bottom anodiz. Jk098 / fltr retention plt f/mini size contr. Jk098 / fltr retention plt f/mini size contr.